Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("intense abdominal pain on right side") and hypertension ("elevated hypertension (high blood pressure, as high as 210 although I have been on treatment for 5 years)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, menorrhagia, uterine polyp, arterial hypertension in 2012, thyroidectomy, vaginal delivery in 2001, vaginal delivery in 2003, vaginal delivery in 2006, abortion and polypectomy on (B)(4)2014. On (B)(4)2014, the patient had essure inserted. In 2014, the patient experienced flank pain ("episodes of pain in the flanks irradiating in the lower part of the buttock and in the back") and pain ("burn-like pain preventing him from sleeping"). On an unknown date, the patient experienced hypertension (seriousness criterion medically significant), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of endometriosis ("endometriosis"), adrenal mass ("nodules that developed on adrenal gland"), back pain ("back pain (lower back towards kidneys)"), breast mass ("nodules that developed in breasts"), memory impairment ("memory disturbances"), fatigue ("constant intense, major fatigue"), mood altered ("bad moral tolerance"), the second episode of endometriosis ("deep endometriosis lesion"), adenomyosis ("adenomyosis"), vulvovaginal pain ("small painful nodule on vaginal touch"), dysmenorrhoea ("dysmenorrhea"), premenstrual syndrome ("premenstrual syndrome"), dyschezia ("dyschezia"), haemorrhoids ("internal hemorrhoids") and vulvovaginal mycotic infection ("vaginal mycosis") and was found to have general physical condition decreased ("bad physical tolerance"). The patient was treated with chondrus crispus extract;lidocaine;titanium dioxide;zinc oxide (titanoreine), fluconazole (orofluco), ibuprofen, paracetamol (doliprane) and surgery (bilateral salpingectomy via celioscopy on (B)(4)2017). Essure was removed on (B)(4)2017. At the time of the report, the abdominal pain, hypertension, adrenal mass, back pain, breast mass, memory impairment, fatigue, flank pain, pain, general physical condition decreased, mood altered, the last episode of endometriosis, adenomyosis, vulvovaginal pain, dysmenorrhoea, premenstrual syndrome, dyschezia, haemorrhoids and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, adenomyosis, adrenal mass, back pain, breast mass, dyschezia, dysmenorrhoea, fatigue, flank pain, general physical condition decreased, haemorrhoids, hypertension, memory impairment, mood altered, pain, premenstrual syndrome, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: on (B)(4)2014, essure was easily inserted. Three trailing coils were seen in the uterine cavity both on the left and on the right. Less than one year after placement of the essure inserts, she encountered serious health problems. Visit at the emergency unit on (B)(4)2016: essure implants had been placed 2 years earlier. Since the placement, the patient experienced episodes of pain in the flanks irradiating in the lower part of the buttock and in the back, starting one week before the menstruation period and that lasted 3 weeks, it did not relieve by doliprane. The patient experienced burn-like pain preventing him from sleeping. The patient refused hysterectomy. Both essure implants were removed. Exeresis of the left utero sacral ligament with endometriosis nodule. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: assessment: elevated results: as high as 210 mmhg. Nuclear magnetic resonance imaging abdominal - on an unknown date: adenomyosis as well as deep endometriosis lesion.. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(4)2019: new information from lawyer via legal department: essure insertion procedure details and medical history were provided. Essure removal method was reported. New events added: adenomyosis, dyschezia, dysmenorrhoea, general physical condition decreased, haemorrhoids, mood altered, premenstrual syndrome, vulvovaginal mycotic infection, and vulvovaginal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jan-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("intense abdominal pain on right side") and hypertension ("elevated hypertension (high blood pressure, as high as 210 although I have been on treatment for 5 years)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced flank pain ("episodes of pain in the flanks irradiating in the lower part of the buttock and in the back") and pain ("burn-like pain preventing him from sleeping"). On an unknown date, the patient experienced hypertension (seriousness criterion medically significant), 1 day after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), endometriosis ("endometriosis"), adrenal mass ("nodules that developed on adrenal gland"), back pain ("back pain (lower back towards kidneys)"), breast mass ("nodules that developed in breasts"), memory impairment ("memory disturbances") and fatigue ("constant intense, major fatigue"). The patient was treated with paracetamol (doliprane). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypertension, endometriosis, adrenal mass, back pain, breast mass, memory impairment, fatigue, flank pain and pain outcome was unknown. The reporter considered abdominal pain, adrenal mass, back pain, breast mass, endometriosis, fatigue, flank pain, hypertension, memory impairment and pain to be related to essure. The reporter commented: less than one year after placement of the essure inserts, she encountered serious health problems. Visit at the emergency unit on (B)(6) 2016: essure implants had been placed 2 years earlier. Since the placement, the patient experienced episodes of pain in the flanks irradiating in the lower part of the buttock and in the back, starting one week before the menstruation period and that lasted 3 weeks, it did not relieve by doliprane. The patient experienced burn-like pain preventing him from sleeping. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: assessment: elevated. Results: as high as 210 mmhg. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated. Events added: episodes of pain in the flanks irradiating in the lower part of the buttock and in the back and burn-like pain preventing him from sleeping in 2014. Doliprane was administrated to treat episodes of pain in the flanks. Essure was removed on (B)(6) 2017. Visit at the emergency unit on (B)(6) 2016: essure implants had been placed 2 years earlier. Since the placement, the patient experienced episodes of pain in the flanks irradiating in the lower part of the buttock and in the back, starting one week before the menstruation period and that lasted 3 weeks, it did not relieve by doliprane. The patient experienced burn-like pain preventing him from sleeping. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.